Event description:
Approximately four inches of drain tubing lodged inside the patient and was identified by x-ray as located superior to the greater trochanter. Upon surgical removal of the drain, a suture was found caught in the tubing. Patient was discharged on 12/13/93 in good condition.